Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The outer pin diameter measures approximately 1.71 mm at the swaged end compared to the nominal pin diameter of 1.67 mm. Measurement results suggest the pin was partially swaged. Grips and other components adjacent to the dislodged pin did not show damage. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported that during central processing, the distal end of the prograsp forceps instrument had a missing pin or screw. The jaws were not retracting to open or close. There was no report of patient involvement.